Event description:
It was reported that heart block, heart failure and death occurred. Vascular access was obtained via transfemoral approach. A 23mm lotus edge valve was implanted to treat the native aortic valve. No issues were noted during implant. At an unspecified time post implant, the patient developed heart block and requited a pacemaker. The patient had right heart failure. Two (2) days post implant, the patient died from unclear etiology.